Event description:
While using a byte night aligners, patient reported that their aligners have been snug, they have a blister right behind their two front teeth that has bled. Their lower gums are very sore and inflamed. They want to take a break from the aligners. Requested additional information, advised to stay in most comfortable aligner and provided comfort tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.